Event description:
A customer reported that results printed for a patient sample processed on the vitros 5,1 fs were associated with the incorrect patient name. The customer identified the event and no erroneous results were reported. Incorrect identification of patient results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation of this event found that the vitros 5,1 was performing as expected. The investigation concluded that an incorrect name was associated with a patient sample. A review of datalogger information indicates that the most likely root cause was user error in manually editing or verifying sample programming.